Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump received with cracked belt clip slot, cracked reservoir tube lip, and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported an unspecified keypad anomaly that was occuring with the insulin pump. Customer's blood glucose was 20 mmol/l. Customer was advised the device would be replaced and agreed to return the product for analysis.